Event description:
This incident was reported to the manufacturer by the treating health care professional. It was reported the patient experience redness and eye pain after sleeping with the contact lenses. Two days later the patient was seen for medical treatment and diagnosed with microbial keratitis in the right (od) eye. The patient was treated with moxifloxacin, initially prescribed hourly, day and night, then tapered. Per the treating facility, the patient's symptoms and visual acuities have improved but currently unresolved and treatment is ongoing. This event is being reported due to the indication from the treating physician of medication or medical intervention required to prevent or preclude the user from permanent injury or impairment from the condition of a microbial keratitis. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.